Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was in AED mode. The device performed an analysis and advised a shock be delivered. The shock button was registered as being pressed and energy was delivered. After the shock button was pressed the first time, the shock button was pressed again and then the device was switched off. The device was powered up again in AED mode and the shock button was pressed in rapid succession. The device did not deliver a shock because the device had not completed the analysis period. The log shows a check pads message occurred, which means the device could not measure a valid patient impedance. The user must exit AED mode in order to manually use the r series. The rseries charge button, by design, does not function while in AED mode. During the analysis phase, the device will charge on it's own but will not discharge unless the end user pressed the shock button. In AED mode, the device will perform an analysis every 2 minutes, or it can be manually prompted by the user from the number 6 softkey on the front panel of the device. There was no evidence found in the log review that the analyze key was depressed by the user at any time. This report has been closed as device meets specification as the device would not shock in AED mode unless the analysis has been successfully performed. No trend associated with complaints of this nature.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.